Event description:
It is reported that the lens was explanted due to patient's complaint that visual acuity was not satisfactory. The incision was not enlarged. The doctor advised that this must have been due to the lens. The lens was replaced with a model zcb00 lens. It was reported that the patient's vision was repaired and was satisfactory.

Manufacturer narrative:
Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.